Event description:
Patient receiving outpatient ambulatory 5 fu cadd pump. Pump was connected. Patient in clinic two days later for pump disconnect. Nurse doing pump dc noticed there was approximately 15 ml of fluid remaining in reservoir. Pump settings were correct, and the pump display read that all volume (250 ml) had been infused. Pump was restarted for 1 hour (1 hour is all the time the patient was able to remain in clinic). Md was notified that approximately 10 ml of remaining fluid was discarded.